Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, there was no problem in crossing the lesion, but the balloon ruptured at 6 atmospheres. As per physician, it seemed to be due to the calcification. The procedure was completed with another of the same device. There was no patient injury.

Manufacturer narrative:
E1 - initial reporter address 1: 1275-53 yamanohana, yasuzukacho.